Event description:
New blood pressure (bp) cuffs in the or (operating room) giving falsely low bp and not correlating with the arterial line. If I didn't have an arterial line, I would have treated the bp very aggressively and over corrected blood pressure. Multiple incidences of lapses in bp reading and very easily disconnects even when patient is in stable position.